Manufacturer narrative:
The initial report had the incorrect aware date. The correct aware date is december 4, 2018. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 48 mg/dl and 64 mg/dl. The customer stated that they received multiple sensor error alarms. The insulin pump will be returned for analysis.